Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge is not consistent. Additionally, it was reported that it was difficult to install and remove cartridges. There was no reported impact to customer's blood glucose level. Customer declined to provide further information or receive a follow up from tandem technical support.